Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right ventricular lead had no capture and became dislodged several times after the original implant. The dislodgment was discovered in clinic. The lead was explanted and replaced. The patient was stable.